Event description:
Customer complained since day one, bristles have been coming out, at first they thought it would be one or two, but with every wash they came out and they get caught in their braces.¿